Event description:
Consumer reported seeing hcps and being diagnosed with fungal keratitis. She stated her iris od was covered with fungus and she has loss of vision. Corneal specialist reports pt was seen in 2006, and diagnosed with keratitis ou and blepharitis. Pt was treated with quixin, lotemax, doxycycline, and artificial tears. Pt was considered recovered by the following year. Attorney's letter was received and, subsequently, no communications were made to retinal specialist or other hcps to confirm pt's report of fungal keratitis diagnosis.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided.